Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: level a investigation complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: unable to perform complaint lot history check for needles bent and plunger rod difficult to move due to unknown lot number. Investigation summary: customer returned two (2) loose 30gx12.7mm, 0.5ml bd insulin syringe. Customer reported all the needles are bent and leaning towards one side for one, and a few of them had issues when I pulled the plunge down, it would not move. Both of the returned syringes were examined, and both were observed to have good cannula. Each syringe was then tested for plunger rod movement: both plunger rods were able to move properly. No evidence of manufacturing defect was observed on either syringe, therefore, the alleged issues could not be confirmed. Unable to perform a DHR review due to an unknown lot number. Based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (needles bent, plunger rod difficult to move). Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (needles bent, plunger rod difficult to move). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issues are unconfirmed. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It has been reported that the unspecified bd¿ insulin syringe has been found experiencing difficult plunger rod movement during use. The following has been provided by the initial reporter: material no. Unknown batch no. Unknown. It was reported that there were bent needles and plungers were hard to pull down. Verbatim: from consumer: all the needles are bent and leaning towards one side for one. A few of them had issues when I pulled the plunge down, it would not move . I would say 30 of then had that issue. Issue(s): consumer returned to pharmacy 2 weeks ago full box of his opened syringes. 8 found bent needles, others unknown amount plungers hard to pull down. Others from this box needles broken unknown amount. Or how they were broken lot #: unknown. Item #: unknown. Date of event: unknown.